Manufacturer narrative:
Combination product: yes.

Event description:
The lead had dislodged after implantation so the patient was schedule for a lead repositioning. During the procedure the lead would keep dislodging and when it did find a position it did not provide adequate sensing and threshold values. The lead was removed and a new lead was implanted. The lead was returned for analysis

Event description:
The lead had dislodged after implantation so the patient was schedule for a lead repositioning. During the procedure the lead would keep dislodging and when it did find a position it did not provide adequate sensing and threshold values. The lead was removed and a new lead was implanted. The lead was returned for analysis

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed several cuts into the insulation, which most likely resulted from the procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the clinical observations. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. The fixation helix did now show any anomalies. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.